Manufacturer narrative:
Eval was not possible, as the products were not returned. A search of the complaint database did not reveal any other reprots for the reported product lot numbers. The initial reporting stated the products are not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported pain; however, the reported pt larger physical stature and activity level could be contributing factors. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. Should additional info be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Pt revised, due to pain. Uni was revised to a tka.